Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad traces. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.

Event description:
Customer reported a button error on the insulin pump. It was also reported that the buttons are not working. Advised will send replacement insulin pump. Nothing further was reported.